Event description:
It was reported that after loading batteries into the pump, when the customer was conducting a self check prior to the use of it for replacement, a high pressure, occlusion alarm went off. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) identified an occlusion alarm had occurred immediately after the power was turned on. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. Performed all functional testing.